Event description:
During a periodic review of internal programming history, an event of high impedance was identified. Later diagnostics on the same date showed ok impedance. It is possible that the high impedance was from the date of implant; however, as the implant date is unknown, it cannot be determined if the high impedance was due to the implant procedure. The patient and physician information is unknown at this time, and no further follow up can be performed. No additional relevant information has been received to date.